Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that on unspecified date, an a1059 mayfield modified skull clamp had excessive lock movement. Additional information received on 01aug2018 stating that the product problem was discovered in between cases. Item was pulled out of rotation before it was used on a patient. There was no surgery delay reported. Another device was used when the product problem occurred.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The returned unit did not meet all specific functional test. Unit received with the lock having both rotational and lateral movement and a residue buildup is present. The DHR service history was reviewed and no anomalies that could be associated with the complaint incident were observed. Complaint confirmed via inspection of item. The root cause was due to worn parts and debris in the lock. Unit needed new components added to replace worn internal parts. General maintenance and cleaning required.